Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed on the ra port. The port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. An is-1 lead connector end was fully inserted into the ra port without complication. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was attempted at implant. Difficulty was experienced advancing the right atrial (ra) lead into the port. Multiple troubleshooting techniques were performed however the lead was unable to be fully inserted. A new device was successfully implanted. No adverse patient effects were reported.